Event description:
It was reported that the patient would charge both implantable neurostimulators (ins) fully and would not turn stimulation on because she would have a good couple days. Then 3 days after charging her inss she would get sick, go to turn stimulation on, and she would get a message to charge her ins. This occurred since 2014. She had not had any falls or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported she was still experiencing the issue with rapid ins battery depletion. She stated nothing had changed as far as her theapy or stimulation settings. The patient was to follow up with her healthcare professional.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and they indicated that the battery was depleting from full to half in six days with it being off and not in use. The patient was scheduled to meet with the rep on december 9. Additional information will be requested at that time.

Event description:
Additional information was received from the manufacturer representative (rep) and they indicated that impedances were all within normal limits. Most programs on the device had a pulse width of 1000, but shew as reprogrammed to pulse widths in normal parameter range, as low as 190. The patient had better coverage and more control of amplitude, and was informed that battery depletion will increase with higher rates on multiple programs, as she was set to 60 for a rate. The depletion rate will be monitored by the patient after reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752. Serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).